Event description:
The consumer reported a conflicting results with binaxnow covid-19 antigen self test after testing was performed on (B)(6) 2022 with an unknown sample that generated a positive result. Repeat testing was performed 10 minutes later on a second binaxnow covid-19 antigen self test with an unknown sample that generated a negative result. The consumer noted that blood was observed on the swab after swabbing their nose for the initial test. Confirmation testing was not performed. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
\ H10 : investigation summary: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 184992 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 184992 and test base part number 195-430wl / lot 181664. The lot met the required release specifications. A review of the complaints reported as false positive and false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 184992 showed that the complaint rate is (B)(4) respectively. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 184992 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 184992 and test base part number 195-430wl / lot 181664. The lot met the required release specifications. A review of the complaints reported as conflicting patient results (confirmed and unconfirmed, conflicting results) related to kit lot 184992 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.